Manufacturer narrative:
Analysis was unable to perform the displacement test, pump self-test, off no power test, operating currents measurement test, unexpected restart error test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, and excessive no delivery test due to an unresponsive keypad. The unit had no button response on the esc and act buttons due to severely corroded keypad traces. The unit had a cracked lcd window, a cracked case at lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump was returned to medtronic. No further details were provided.

Manufacturer narrative:
The date of this report in the initial report was incorrect. The corrected data will be provided in this report.